Event description:
A discordant falsely depressed lipase (lipl) patient sample result was obtained on a dimension vista® 1500 intelligent lab system. The falsely depressed patient result was reported to the physician(s). Upon investigation, the customer identified that the sample was processed with the incorrect correlation factors in the system. The same sample was reprocessed with the correct correlation factors on the same dimension vista® 1500 intelligent lab system. A higher reprocessed result was obtained, considered correct, and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed lipase (lipl) result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a falsely depressed lipase (lipl) patient sample result obtained on a dimension vista® 1500 intelligent lab system. Siemens healthcare diagnostics has completed the evaluation of the event. Siemens reviewed the information provided by the customer. The cause of the event is operator use error. The dimension vista lipase (lipl) instruction for use (IFU) states: ¿lipl requires lot-specific correlation factors which must be entered in the method configuration screen. The correlation factors values are provided on a colored alert card in the flex® reagent cartridge carton. These correlation factors are applied to all qc and patient results to maintain accuracy. Failure to enter the lot-specific correlation factors will cause inaccurate results.¿ however, the operator processed the patient sample with the incorrect correlation factor entered in the method configuration screen on the dimension vista® 1500 intelligent lab system. The issue was resolved when the correct lipl correlation factors were entered, and the sample was rerun. The dimension vista® 1500 intelligent lab system is operational. The device is performing within specifications. No further evaluation is required.